Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient had noise on both leads and inappropriate ams due to oversensing. Device is left implanted.